Event description:
The customer reported that the power supply (ac power module) failed prompting multiple power supply related messages when the customer added the power supply (ac power module). The issue was isolated to one power supply (ac power module). There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.